Event description:
(B)(4). Initial info received from a consumer on (B)(6) 2009: a (B)(6) female received 1 vial of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] for cosmetic purposes only on (B)(6) 2009. She said that the physician only used a quarter of a dose of poly-l-lactic acid out of vial but injected a whole syringe full of lidocaine (xylocaine) into her upper lip. She was injected with poly-l-lactic acid over her top lip into the two folds which caused bruising. On (B)(6) 2009, she began noticing small bumps on the left lip area that she said were concentrated in that area and reported that the bumps were starting to get larger. In addition, she said a few more bumps are appearing that are also expanding so she is currently massaging the bumps. During the same time ((B)(6) 2009) she got very "shake", experienced a tingly feeling all over, her heart began racing, she was feeling sick, and she said her head felt like it would explode. She also mentioned that when she drinks using a straw, that it feels strange. On (B)(6) 2009, all of those symptoms had gone away but the event of injection site nodules remained ongoing and the injection site bruising is fading. She said that her dentist told her that she had sensitivity to lidocaine. Medical history included sensitivity to drug medications. Concomitant medications were provided. No further relevant info reported.

Manufacturer narrative:
Additional info for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk,) from product technical complaint report case ID (B)(4) date (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.